Manufacturer narrative:
(B)(4).

Event description:
Procedure type" laparoscopic heller myotomy dor fundoplication esophagogastroduodenoscopy. According to the reporter: the instrument jammed; the instrument was not able to be loaded without difficulty. The needle would not toggle between the jaws and the jaws would not open or close. The instrument could not be unloaded. There was no tissue loss, no tissue damage, no extension of the incision, no blood loss greater than 500cc. And no delay in surgical time over 30 minutes. No device fragment fell into patient.